Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic stack. No moisture damage on the motor noted. Unable to perform self-test, unexpected error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm basal anomaly due to blank display. Pump was received with cracked reservoir tube lip and minor scratched display window.

Event description:
It was reported that the basal was not delivered correctly. The customer's blood glucose level was unknown at the time of the incident. The product was returned for analysis.